Manufacturer narrative:
Ps342403. Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand where it was visually inspected. Results: visual inspection revealed a horizontal crack on the lower part of the dome. Conclusion: with the information available, we are unable to determine what may have caused the reported event. It was reported that the complaint device had been used for 20 days before the reported crack. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarm." - "perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor on behalf of a healthcare facility in xiamen reported, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chambers was leaking water from the base due to cracked base after using the chamber for 20 days. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is currently at fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chambers was leaking water from the base due to cracked base after using the chamber for 20 days. There were no reported patient consequences.